Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batches 0324853 & 0324857 are considered in compliance with our product specification requirements. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: material #309646. Lot #0324857 & 0324853. Rcc received a complaint via email. Incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident: (B)(6) 2025. Type of incident/problem: failure (i.e. While preparing for, in use, after use) level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient during use ahs optional report to cmdsnet (health canada): incident details: cannot use product in or. We have been pulling from other department as these syringes are not suitable for sterile or use. Syringes came out of a box with dark blemished and spots on wrapping. Frequency of problem: multiple times device information device name/description: syringe luer lock tip 5ml. Manufacturer: becton dickinson canada inc manufacturer code/model: 309646. Serial or lot number: (B)(6). Is the device retained? Yes. Additional information provided: we received 10 separate emails with the below external reference numbers from westlock healthcare centre. All 10 emails reference the same product, lot number, event details and incident date. Would you please confirm if these are 10 separate incidents, or are these duplicate submissions? These are 10 separate incidents over the course of a month. Would you be able to confirm event dates on these 10 separate incidents? April 29th may 08th may 08th may 05th april 24th april 7th april 29th april 30th may 08th may 7th. Did the same event occur across both batches, 0324857 and 0324853 on all incidents? We want to make sure these are not possible lot number. Yeah, no problem. Yes, the issues occurred with both those lot numbers.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.